Manufacturer narrative:
(B)(4). A lot history record review was unable to performance because the lot number was not reported and the specific product lot cannot be identified from the ship history. Cs surgery was contacted for ship history. According to their system, there were no records found for any hsk-3043 shipped to the account during the time frame (B)(6) 2016 - (B)(6) 2017.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm doctor cut the anchor off the string while still un-wound (seal) for no known reason. Once the spring was cut out the un-anchored string was sucked into the aorta. Patient was sent to the cath lab and the heart string was found by the bifurcation at the iliac. A loop was then able to snare the heartstring and was successfully removed without any further complications. Patient is doing fine.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm doctor cut the anchor off the string while still un-wound (seal) for no known reason. Once the spring was cut out the un-anchored string was sucked into the aorta. Patient was sent to the cath lab and the heart string was found by the bifurcation at the iliac. A loop was then able to snare the heartstring and was successfully removed without any further complications. Patient is doing fine.